Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient had a toothache kind of pain in the buttock and vagina since implant on (B)(6) 2016. The patient had lowered stimulation. The patient felt stimulation at first, but only later in (B)(6) began feeling it intermittently, once every couple days. The patient had urinary accidents that were new since implant and the implant had not helped fecal accidents as the patient had fecal incontinence. The trial had improved the patient's symptoms and they had good results for fecal accidents by at least 50 percent. The implantable neurostimulator (ins) flipped and went straight about 2 weeks ago and the patient pushed it back down to flip it back. It happened out of the blue and the health care provider (hcp) examined it and said it was ok. The patient was sometimes not sure about things because they had help and the time of stimulation change may have been around the time the ins flipped. The patient's friend or family member checked the ins and confirmed the ins was on, set on program 3 at 1.2v. There were no trauma or falls that could be related to the issue. The patient would have an appointment on (B)(6) 2016. The hcp further reported that the patient had the device for less than 2 weeks and they were adjusting the settings. The device did not flip. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a friend or family member of the patient reported the patient had the device implanted for bowel and urinary incontinence and was not having any luck with it. The caller stated that the device helps the patient¿s symptoms, but in order for it to help the patient¿s symptoms the patient has to increase stimulation to the point where it causes pain in her vagina. The caller reported the patient cannot take the pain so she decreases stimulation and has accidents. Additional information reported the patient gets a little nervous, confused and cannot think straight. It was reported the therapy helped her symptoms for the first 2 months, and then it stopped helping her symptoms. It was noted that it help only when stimulation was high, but it was uncomfortable in the vagina like she had a hard object up there and when she turns around at night she felt aching and pressure. The caller noted the patient went to the healthcare professional (hcp) 3-4 weeks ago, in (B)(6) 2016. The patient told the hcp that therapy was no t helping and it hurt her vagina. The hcp adjusted stimulation and she felt stimulation where the implantable neurostimulator (ins) was, in the hip part in the back. The patient was not even out of the hospital, for adjustment, when she stopped helping stimulation. The caller stated that if stimulation was low it did not hurt the patient, but it does not work for her symptoms. The caller stated they wanted to make sure it was not a device malfunction that she felt no stimulation in her hip but felt discomfort in her vagina. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.